Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently the pump does not deliver boluses and false occlusion alarms occur. Customer declined to provide any further details and declined follow up from tandem technical support. There was no reported adverse impact.